Event description:
After a laparoscopy cholesystectomy it was discovered that the pt's cystic duct was leaking, but the ligating clips were intact. After close examination it was determined that the stapler had misfired. The pt was transferred to a higher level of care where the affected area was bypassed via an endoscopic procedure.

Event description:
In 2002, another ethicon stapler was removed from a laparoscopic/cholesystectomy package. This stapler also misfired, like the other. Other ethicon staplers in regular stock had no misfires. The only staplers that they had a problem with were contained in the laparoscopic/cholesystectomy pee packs.